Event description:
During the device check, the customer reported that the thermogard console (sn (B)(4)) displayed a tcmid: 07 (coolant temp. High) error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.